Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated, and a follow up report will be filed. If lot information does becomes available, and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this, and similar complaints. A the present time, this complaint is closed. See scanned page.

Event description:
Mhra reported that "the shunt got blocked at the valve, which is a programmable one. This site of blockage is unusual and the consultant feels it should be investigated as a device failure issue." The injury is described as a revision.